Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer exhibited a significant drop in the r-wave on the ventricular channel during sensing testing on the atrial channel. The analyzer was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, although the analyzer was replaced for the particular case noted in the reported issue, it is still being used by the representative without any further issues. Therefore, the analyzer will not be returned for analysis.